Event description:
The advocate stated that the customer tested his blood glucose early one morning and received a reading of 80 mg/dl using his breeze meter. She noticed that he was not very responsive, so paramedics were called. Paramedics tested the customer's glucose at 10 mg/dl using their meter. The customer was then taken to the hospital. The advocate stated that she did not know what type of treatment the customer received, but most likely it was glucose. Troubleshooting was not possible as the customer did not have a control solution. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.